Manufacturer narrative:
No product was returned to the manufacturer for evaluation. Mulitple diligence attempts were unsuccessful in gathering any information. Customer reported the system-1 does not switch to battery power when unplugged from alternating current (a/c) power. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the perfusion system did not switch over to batteries when the main alternating current (a/c) went off, despite the batteries being fully charged. No other details regarding the nature of this event were provided.